Event description:
It was reported the patient had experienced bleeding. Packed red blood cells were were administered. The patient was not hospitalized and the event resolved without sequelae. Additional information was requested but has not been provided by the treating clinic.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the information received the patient experienced some extent of bleeding. Packed red blood cells (prbcs) were administered, and it was confirmed that the event was not related to any cardiomems device or procedure. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information was provided by the clinical team on (B)(6) 2026 confirming the event was not related to any cardiomems device or procedure.